Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported lost sensor. Customer's blood glucose was 33 mg/dl. Customer stated treated with glucose tablets and fruit. Troubleshooting was done. No further information provided.